Manufacturer narrative:
(B)(4): there were 2 samples available and requested for evaluation. Follow up information will be submitted as it becomes available.

Manufacturer narrative:
(B)(4). Two used samples were returned to the baxter product analysis lab (pal) for evaluation. The evaluation results indicate: visual inspection revealed the stopcock housing was cracked, the housing stop was intact and the stop tab was damaged on the 1st sample. The second sample revealed the distal female luer was cracked and the handle stop tab was damaged. Underwater leak testing indicated the cracked luer leaked. The samples evaluation did identify damage to the housing and handle stops of the stopcocks. The investigation determined that the damage was consistent with what was seen in previous complaints related to over-torqued handle and overridden stop in 3-way stopcocks. The reported condition was confirmed. Visual inspection noted white droplets of an unknown solution were present in the medical female luer. A study was performed for investigation of the solution in the standard bore 3-way stopcock. The sample was analyzed comparing lipid solutions as compared to a soybean oil standard. Chromatographic profiles were found to be similar. The conclusion indicated that the unknown liquid was soybean oil, contained soybean oil, or was a lipid sharing common component with soybean oil. A label review was performed which indicates the stopcock should be replaced every 24 hours and the product is not recommended for use with lipids. Baxter has received similar reports; the root cause investigation is in progress through (B)(4). A batch review revealed no aberrancies during the manufacturing process.

Event description:
On (B)(6) 2010, the customer contacted baxter to report that the IV set, developed a crack and IV fluid leaked while attached to the patient's arm. The incident occurred during use on patient, however it is unknown if there was any patient injury or medical intervention. Customer follow-up was received on (B)(6) 2011. The customer advised that this incident did involve a serious injury. The male patient was receiving an unknown inotrope at the time the stopcock began to leak. It is unknown how long the stopcock was in use prior to the leak. The patient coded and required medical intervention to stay alive. The patient has since expired. The customer was unable to confirm the date or if the death was directly related to the incident. The customer mentioned that they frequently infuse lipids through the stopcocks.